Event description:
Photos received.

Manufacturer narrative:
Investigation summary: 3 photos were received and analyzed by our quality team. The photos shown clear evidence of labeling issue and the complaint has been verified. The supplier was contacted about this issue and though the production history show no issues with this batch (23279004)- the photos were enough for supplier to initiate an ncr to better apply the labels during packaging. The root cause of this issue was found to be poor box label application by line operator leading to label detaching when shrink wrap was removed.

Event description:
It was reported that bd sharps disposal was missing label. The following information was received by the initial reporter with the verbatim: it was reported by our distribution centre that the carton labels were detaching when the plastic wrap was being removed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.